Manufacturer narrative:
The prograsp forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the prograsp forceps (pn# 471093-11 lot# k11211004 0104) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk3093 for approximately 3 minutes. The alleged event occurred on the 11th use of the instrument with 7 uses remaining. Event verification of the logs confirmed that a simple prostatectomy surgical procedure was performed on (B)(6) 2022 on system sk3093. Review of the provided image is consistent with the alleged complaint of the instrument became misaligned and broke causing the instrument and trocar to be removed together. The pictures showed the proximal clevis/grip apparatus had become dislodged from the main tube. This is typically caused by the distal end of the main tube becoming damaged, likely through excessive force. Root cause of the failure mode cannot be confirmed without the returned device. The probable root cause of a broken/dislodged proximal clevis is attributed to damage from mishandling/misuse, which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument could not be removed from the cannula due to the grip misalignment and breakage causing the instrument and cannula to be removed from the patient together. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the prograsp forceps instrument became misaligned and broke, making it necessary to use the emergency key in an attempt to open the forceps and improve alignment to remove the instruments from the cavity. It was necessary to remove the trocar and forceps from the robotic arm to remove the instrument from the cavity, but after removal, the trocar remained connected to the forceps, and it was necessary to cut the tip of the instrument to remove the trocar. A fragment of the instrument reportedly fell inside the patient, but was retrieved during the same procedure. A backup instrument of the same type was used and the procedure was completed with no reported injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Follow-up has been performed to request additional information related to the event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer confirmed that they visually confirmed one fragment which was removed with an auxiliary video laparoscopic forceps. The customer stated that no post-operative tests or additional surgical procedure was required. The procedure was completed robotically with no patient injury. Intuitive has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately .172¿ x .25 was not returned with the instrument. The main tube and distal tip were completely separated. The root cause is typically attributed to the mishandling / misuse. Common causes of the failure are typically attributed to the user. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. An additional observation not reported was that the prograsp forceps instrument had broken grip cables within the proximal clevis. Based on review of the reported complaint, the instrument cables had to be cut in order to remove the instrument from the cannula. No pieces of the cables were missing. The root cause for the broken grip cables is attributed to the user, the prograsp forceps was found to have broken pitch cables within the proximal clevis. The prograsp forceps does not contain crimps on the pitch cable; therefore, no pieces were missing. The root cause for the broken pitch cables is attributed to mishandling/misuse.